Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): defib conductor distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, all insulators breached cut, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, there were difficulties repositioning the lead and the helix was unable to advance. This lead was not used. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant attempt, physician had difficulties repositioning the lead and the helix was unable to advance. This device was not used. No patient complications were reported as a result of this event.